Event description:
It was reported that during a thyroidectomy procedure, the nerve integrity monitor was detecting intermittently. The interface screen was displaying messages "could not detect" and "no communication." A cable was "jiggled" and the device would work and then stop again. At some point, during the procedure, a fuse was replaced in the white cable. The procedure was completed without further incident or injury to the patient.

Manufacturer narrative:
This device was returned to the manufacturer stating the original complaint was not fixed. The unit cable was replaced due to intermittent problem. The item was tested and passed all manufacturing specifications. The device was returned to the customer.

Manufacturer narrative:
This MDR report is the first of two reports being submitted for this event on two components involved and related to this event. Nim muting detector probe. (B)(4). The device and system components were returned to the manufacturer for evaluation. The evaluation of the system resulted in no fault found of the device or its system components. The device tested to specifications. The investigation is inconclusive as the device failure could not be confirmed. Service and repair performed routine preventative maintenance of the device system and all components were returned to the customer. This device was being used for treatment purposes. The nim-response 2.0 is a four-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-response 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The indications for use states: the nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.